Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this (B)(4) is a duplicate of (B)(4). This MDR will be void.

Event description:
(B)(4) is a duplicate of (B)(4).

Manufacturer narrative:
The manufacturing location for this product is [flextronics]. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: none. E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite¿ y body valve was leaking. The following was received from the initial reporter: leak. Found during fqc inspection.